Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The monitor has a defect touch function. No impact on the pt. No other information provided. Request for additional informant has been requested.